Event description:
Caller reported a malfunction on a pump, identified with resettable malf 1 code, but still experienced the error after resetting. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.